Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement of 205 ohms. Low r-wave amplitude measurements were also noted. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement of 205 ohms. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.